Manufacturer narrative:
Hamilton medical ag complaint number:(B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: quotation from the reporter: "power failure and massive amount of error codes" during the ventilation of a patient. According to the logfiles, the device alarmed with panel connection lost. No harm to the patient was reported.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4) follow-up 1: investigation outcome. It was reported that during ventilation of a patient, "power failure and massive amount of error codes" occurred. No health consequence or impact. Hamilton medical ag received the logfiles of the device for analysis. Upon review of the logfile, it can be observed that the device alarmed with panel connection lost and several other tf`s on the event date. Please see below an extract from the logfiles. (B)(6) 2025 11:20:43 restart after power fail (B)(6) 2025 power 2, (B)(6) 2025 11:20:43 power fail (B)(6) 2025 power 4, (B)(6) 2025 23:20:53 tf: 9901 tech fault 9901, (B)(6) 2025 23:21:06 tf: 9941 tech fault 9941, (B)(6) 2025 23:21:06 tf: 9932 tech fault 9932, (B)(6) 2025 23:21:06 tf: 9914 tech fault 9914, (B)(6) 2025 23:21:06 tf: 9907 tech fault 9907, (B)(6) 2025 23:21:06 tf: 9912 tech fault 9912, (B)(6) 2025 23:21:06 tf: 9940 tech fault 9940, (B)(6) 2025 23:21:06 tf: 9931 tech fault 9931, (B)(6) 2025 23:21:06 tf: 9902 tech fault 9902, (B)(6) 2025 23:21:06 tf: 2414 tech fault 2414, (B)(6) 2025 23:21:06 tf: 9917 tech fault 9917, (B)(6) 2025 23:21:06 tf: 9911 tech fault 9911, (B)(6) 2025 23:21:06 tf: 9909 tech fault 9909, (B)(6) 2025 23:21:06 tf: 9933 tech fault 9933, (B)(6) 2025 23:21:06 tf: 9908 tech fault 9908, (B)(6) 2025 23:21:06 tf: 9939 tech fault 9939, (B)(6) 2025 23:21:06 tf: 9937 tech fault 9937, (B)(6) 2025 23:21:06 tf: 9938 tech fault 9938, (B)(6) 2025 23:21:06 tf: 9936 tech fault 9936, (B)(6) 2025 23:21:03 panel connection lost alarms 4010. The ¿panel connection lost¿ alarm indicates an interruption in communication between the interaction panel and the ventilation unit. The most probable root causes for the panel connection lost alarm are related to the vu esm and ip esm. However, based on the available information, the exact root cause could not be determined. No further feedback was received. No part was replaced; correction is unknown. Hamilton medical ag considers this case closed.